Event description:
On (B)(6) 2008, an acticon device was implanted into a (B)(6), female, with obstetric trauma. On (B)(6) 2010, the entire device was removed and replaced due to fluid loss.

Manufacturer narrative:
Additional catalog # - 72402106, 72402287; serial lot# - (B)(4). Balloon performed within specifications. Cuff had a wear leak. Pump was not tested due to contamination. Tubing had operating room damage. The device analysis substantiates the reported fluid loss. Should additional info become available regarding this revision surgery it will be re-evaluated and a f/u report will be sent. The event is captured in our labeling as a foreseeable event.